Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 118 and 259 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.